Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. The sample arrived out of the pouch and appears to have been primed. Visual inspection showed two round impressions/pinch marks approximately 6 inches above the bottom y site. The sample was spiked into an in-house 1000ml solution bag and re-primed. This identified a leak from one of the impressions/pinch mark. The reported condition was confirmed. The root cause was not determined.

Event description:
A customer reported to baxter (B)(4), of one continu-flo soln. Set in which there was a hole in the tubing. The issue was noted during patient use. There was no patient injury or medical intervention reported. The leak was noted immediately when it was hooked up to the patient. The hole was located right above the first port proximal to the patient. No additional information is available.